Event description:
New information received stated that the device was reprogrammed as recommended. However, the device still exhibited episodes of false pauses. No further information was available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with episodes of paused cardiac rhythm noted on the implantable cardiac monitor. The episodes were reviewed and were determined to be caused by under-sensing. It was noted that normal sensing occurred with larger r wave amplitudes. Programming changes were recommended and the patient was scheduled for a follow up. No symptoms were reported.